Event description:
It was reported by the customer that the pyxis medstation es drawer 6.1 not responding. A customer has indicated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 6.1 unresponsible. A field service engineer performed modifications to the rear of the drawer and the sliders of the cabinet. The second adjustment appeared to rectify the issue. The hardware was examined and adjusted as necessary. The battery is in good condition and compliant with the expiration date. All software is up to date. The system functioned as intended after field service engineer troubleshooted the device.